Event description:
It was reported that the patient experienced elevated blood glucose while using the ilet, with readings reaching approximately 240 mg/dl, trending upward after breakfast despite announcing meals at the time of eating, and taking more than two hours to return toward target. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education. Investigation included a technical support review and user education regarding management of high glucose. Investigation of this case revealed no reported issues with infusion site integrity such as scar tissue, leakage, or bent cannulas, and no device alarms were reported during the event; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.